Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
The purpose of this investigation was to determine the cause for the fracture of the hip stem. The returned emperion hip stem, proximal sleeve, and reflection acetabular liner were examined visually and microscopically. The stem was fractured in the proximal sleeve taper region. Signs of beach marks were observed in the fracture surface. Signs of fretting on the lateral side of the proximal taper region of the stem were observed. The crack initiated most likely in the lateral region of the stem. Bone on-growth, scratching, and damage were observed on the porous coated regions of the sleeve. The analyses showed the emperion stem fracture likely occurred in the lateral region of the stem. The presence of beach marks indicates that fatigue was the most likely the fracture mechanism. The signs of fretting observed on the lateral side of the proximal taper region of the stem indicated contact between the stem and the sleeve. The signs of scratching and damage on the porous coated regions of the sleeve were likely due to removal of the components. No defects in material or design were noted during this analysis.